Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet for at least 30 minutes to see if the pump would begin charging, and a follow-up was planned.